Event description:
It was reported that disposable hand-set can not be engaged. No patient involved.

Manufacturer narrative:
Additional information: d4, h5. H3, h6: the device, intended for use in treatment, has been returned for evaluation. Visual inspection reported no fault found. The functional evaluation found the device failed to turn to the locking position, establishing a relationship between the device and the reported events. The root cause identified as corrosion. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. G1, h6, h10.

Manufacturer narrative:
The device used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes include connection, user issues or damage, the IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.